Event description:
It has been reported to philips that during a coronary angiography, when the guide wire and catheter were inserted in the coronary artery, the system could not emit x-ray. The patient was moved to another room where the procedure was continued. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Addtl narrative: philips has investigated the reported problem. A philips service engineer inspected the system on site and analyzed the log file. The log file showed imaging disk errors of the ippc (image processing pc). Due to this problem, x-ray was intermittently not possible. A restart of the system did not resolve the issue. Several user messages indicating problems with x-ray and image storage were prompted by the system. The engineer replaced the ippc and the imaging disk and the system was returned to use in good working order. Corrected data: codes updated as per the investigation outcome.